Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl and glucose tablets were consumed to address the bg level. The cause of the low bg was not known. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.